Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine did alarm. Test strips were used to confirm the leak. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient did not complete treatment. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
The reported complaint is a confirmed fiber leak due to a short fiber found at the non-cavity ID end. The dialyzer was subjected to a laboratory. Bubble point test where a steady flow of bubbles was noted from the non-cavity ID end potting cut surface. The dialyzer failed at an airflow rate of 82 9ml/min. The dialyzer was then subjected to a destructive disassembly of the dialyzer to better isolate the leaking fiber. A short fiber was found during isolation of the leaking fiber. The short fiber was observed at approximately one hundred and sixty degrees on the non-cavity ID end with the dialysate port situated at zero degrees. The inferior surface of potting of the cavity ID end was examined for a void and showed no signs of a void. Examination of the leak site identified a short fiber. An air bubble was also noted at the distal tip of the short fiber on the inferior polyurethane (pu) surface. Microscopic examination of the air bubble (keyence microscope at x 150 magnification) found a portion of the bubble had burst creating a leak path from the non-cavity ID end blood side into the dialysate compartment. An investigation of the manufacturing records was also conducted by the manufacturer there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.